Manufacturer narrative:
The insulin pump passed displacement test and rewind test. It alarmed motor error during basic occlusion test due to moisture damage on motor assembly noted. The device also alarmed compromised force sensor system during prime test due to moisture damage on force sensor resistor. The device had minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, and cracked belt clip slot.

Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system. It was also reported that the force sensor does not detect the reservoir. Customer's blood glucose levels were not included in the report. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.